Manufacturer narrative:
Evaluation quality assurace analysis of the returned stent delivery system (sds) revealed that there was contrast visible in the inflation lumen and in the balloon. The balloon was loosely folded. There was no damage noted to the sds. The outer diameters of the balloon were measured using a digital snap gauge and an indeflator filled with renografin 60 diluted 1:1 with saline at 9 atm and they did not meet the compliance chart specifications. Quality engineering reviewed the incident information and analysis of the returned device. Analysis confirmed that the proximal and istal stent diameters at expasion were larger that what is given on the compliance chart; however, there is not a specification for expansion at the proximal or distal ends. The specification is for the middle of the stent. Manufacturing was contacted and they agreed that the only specification is for the mid stent at nominal pressure, and measurements taken online met specification. The values on the compliance chart are an approximation and not a a tolerance. The cine of this procedure was reviewed and concluded that the ends of the stent appeared to be the same size. In this case, there appears to be no indication of a product quality issue and the difficulties experienced appear to be related to the operational context of the device. The lot history record was reviewed and there were no non conformities associated with this product lot.

Event description:
It was reported that after the stent was implanted, it appeared to be oversized. Reportedly, there was no pt effects.